Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system and triggered no errors. The unit was also tested on the psc fixture test platform (pfpt) and failed c. Friction low. As a fix, the top plate, gearboxes 6/7, and rotors 6/7 will be replaced. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) was informed by the customer and clinical sales representative (csr) that arm 2 on the patient side cart (psc) was not recognizing the endoscope. There was a need to remove the endoscope for cleaning and when repositioning it on arm 2, the arm did not recognize the endoscope. After a few more attempts the arm recognized the endoscope. Another solution the team had was to switch to arm 3 on the psc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the arm change was performed. Reseating the endoscope on arm 2 did not resolve the issue. When the customer reconnected the camera to arm 2, it was not recognized. The camera was placed in arm 3 to finish the procedure. The procedure was completed with 3 arms because arm 2 did not recognize the camera. Patient information was requested but unable to be provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm recognition issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the universal surgical manipulator (usm) 2 was stuck and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.